Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent plus forceps was bent at the tip; no injury resulted.

Manufacturer narrative:
Evaluation found that the tip was not bent as indicated in the complaint. Instead, the pivot is bent, causing the whole left arm to tilt down. As a result the tip is now more vertical while it should point outwards and therefore lost its ability to hold a ring. This issue with be addressed with the supplier.